Event description:
The customer reported that during an esophagectomy, a vessel bled after cutting even though an end tone, signifying a completed seal, was heard. The procedure was converted to an open case. The patient later died. It is unknown if the device contributed to the death.

Manufacturer narrative:
The site has indicated that the incident sample was discarded. Covidien ebd's medical director will follow-up with the customer to obtain incident details and cause of death.